Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the cgm was displaying high but the patient's bg was 67 mg/dl. The patient informed their mother to call 911 because their blood sugar was low and they felt weak. Upon arrival, the paramedics checked the patient's bg twice . The first reading was 67 mg/dl and the second was 40 mg/dl. The patient was taken to the hospital. The patient arrived at the emergency room around noon and went home at 1:30am the following day. The patient reported that they were advised by paramedics to not take insulin. There was no information provided about treatment for hypoglycemia. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.